Manufacturer narrative:
After further evaluation, the suspect medical device was changed from architect stat troponin-I reagent kit, list number 02k41-27, lake county, il USA to architect i1000sr, list number 01l86-40, irving, texas. MDR number 3016438761-2023-00613-00 has been submitted and all further information will be documented under that MDR number.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated architect stat troponin-I results on two patients. The following results were provided: pt 1 = 0.022 ng/ml. Pt 2 = 0.022 ng/ml. Diagnostic cut-off: 0.013 ng/ml. Both samples read 0.00 ng/ml on the I-stat platform. No impact to patient management was reported.